Event description:
It was reported to philips that the device therapy test failed. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device therapy test failed. The customer evaluated the device and received remote support from the customer care solution center, during which a therapy capacitor was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.